Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a shim missing a ball bearing was received from a hospital. There was no reported patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: this complaint is confirmed per device evaluation. Visual inspection of the returned device found it to exhibit signs of repeated use and have one of components 42527991001 and 42527991002 disassembled / missing the components were not returned. Review of the device history record identified no related deviations or anomalies during manufacturing. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.